Event description:
It was reported there was a shocking and jolting sensation when the patient tried to rub her neck. The stimulation was also in the wrong location as the patient felt it in the fingers and arms. The reporter stated the stimulation was currently off but then later stated "certain parts" of the device were on, so it was unclear whether the device was actually on or off when the patient was having issues. The patient had pain in her shoulder, and according to the patient's health care professional the pain was due to the "wires" in her neck. Reprogramming had been attempted but the results were not successful. The patient wanted the device removed but was having difficulty finding a surgeon to explant due to surgical risk. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information. The reporter stated there were no device issues. The patient had 'severe' lack of memory retention issues and it was difficult for the patient to remember what was going on and how to use the device. The memory issues were due to 'lots' of medication. The patient also had a cervical compression disc issue, but it was not related to the device. At the patient's most recent appointment, the patient stated the device was not working, but the patient just needed to be reminded on how to adjust the stimulation. The device was adjusted from 0.3 to 0.7 volts, and then the patient was 'fine'. It was noted the stimulation was helping the patient and providing pain relief.

Event description:
Information concerning the fragments left in the patient¿s neck was previously reported in manufacture report #3007566237-2013-00621. Additional review revealed that the fragments in the patient¿s neck were a continuing part of the narrative for this event. Therefore any future information concerning the fragments will be reported in this manufacture report. Additional information received reported that the metal piece and a plastic piece called an anchor, that were left inside her and subsequently removed, caused her neck to swell and caused paralysis in her neck. It was further reported that the anchor started protruding from her neck. A CT scan reportedly confirmed that the patient had items left implanted. It was noted that these items were remove two weeks prior to the report. It was noted that the patient could not turn her neck and the pain was outrageous.

Event description:
Additional information received reported the patient used to have a full blown stimulator in her, the top part was taken out and there were pieces left in and she was not sure if they were totally out. The patient had a very bad infection in her neck and infectious disease called her yesterday and wanted to an MRI. It was noted the patient had a plate and screws and there was a screw and an anchor that was left in. The patient was told by one doctor that he took out the foreign objects but another doctor said they did not. The patient reported her primary care physician and her pain clinic doctor believed the anchor was still in her neck. On an unknown date the patient had a cat scan and it was so infected from the last surgery they could not even see her discs in her neck which is why she was sent to infectious disease. The patient went to infectious disease on monday and she was told she did not have an infection and they did not do anything. Patient told them the infection was serious and she was told she could go to the emergency room. Additional information received the same day reported when the patient had the cat scan possible osteomyelitis was found. The patient was sent to infectious disease who stated she needed a bone biopsy and radiology wanted an MRI performed. It was noted the patient currently had neck pain.

Event description:
Additional information received reported that the patient had a revision after the patient fell down a flight of stairs causing both the left and right leads to move. It was further reported that the revision was not successful and the system was removed. It was additionally reported that the patient's recharger "heats up" and "burns up her scar tissues." It was also noted that the patient's antenna will stick to her implant in "a magnetic fashion" when recharging. Please refer to manufactures report # 3007566237-2013-00621 for information on a related event.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3888-45, lot# v386351, implanted: (B)(6) 2010, product type lead; product ID 3487a-45, lot# v029694, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot# v375109, implanted: (B)(6) 2010, product type lead; product ID 3986a, lot# n140442, implanted: (B)(6) 2010, product type lead; product ID 3986a, lot# n138329, implanted: (B)(6) 2010, product type lead; product ID 3550-09, lot# lc3722, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type accessory; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 37752, serial# (B)(4), product type recharger; product ID 3487a-45, lot# v029694, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot# v375109, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot# v386351, implanted: (B)(6) 2010, product type lead; product ID 3550-09, lot# lc3722, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type accessory; product ID 3986a, lot# n140442, implanted: (B)(6) 2010, product type lead; product ID 3986a, lot# n138329, implanted: (B)(6) 2010, product type lead; product ID neu_siliconeanchor, product type accessory. (B)(4).

Event description:
Additional information received reported the patient had a device removed 6-7 months prior because it was 'not working and was on the wrong side.' It was reported the 'electrodes moved' and the 'top' was taken out. It was also stated the entire device was taken out. It was unclear if the entire spinal cord stimulation system was removed or only the lead.

Event description:
Additional information received reported the cause of the event was due to the patient's lead. It was reported the patient had compression on her spinal cord at the level of her electrodes. Her "cervical paddle scs (spinal cord stimulator)" was explanted on (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: lead model 3888-45 lot #v386351 implanted: (B)(6) 2010, lead model 3487a-45 lot #v029694 implanted: (B)(6) 2010, lead model 3888-45 lot #v375109 implanted: (B)(6) 2010, lead model 3986a lot #n138329 implanted: (B)(6) 2010, lead model 3986a lot #n140442 implanted: (B)(6) 2010, extension model 37082-40 serial #(B)(4) implanted: (B)(6) 2010, extension model 37082-40 serial #(B)(4) implanted: (B)(6) 2010, adaptor model 3550-09 lot #lc3722 implanted: (B)(6) 2005, programmer model 37743 serial #(B)(4), recharger model 37752 serial #(B)(4).

Event description:
Additional information received from the patient reported that the doctor had removed the upper stimulator and left pieces of metal and plastic anchor inside of her. She could feel it and wanted it removed but the healthcare provider (hcp) said it wouldn't make a difference. The hcp had" cut her all the heck" and she should not let him touch her. The patient was redirected to her hcp. She did not have one, but then it was stated she had a primary hcp. She then disconnected the call. Relevant medical history included cervical radiculopathy. Further follow-up was not required as this was only a further description of an already-reported event.

Manufacturer narrative:
(B)(4).